Manufacturer narrative:
Result of investigation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "optical system: blurred image", could be confirmed. An unknown residue is visible on the distal cover glass, which negatively affects the imaging and causes the image to appear foggy and blurred. Slight foreign particles can be detected in the rod lens system. The residue could be cleaned off manually, after which the imaging was without any negative effects. The negative imaging is due to inadequate cleaning/reprocessing and was not caused by a manufacturing/production defect. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the vision was blurry. No negative impact in state of health reported.